Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant potassium result. The quality control was in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the integrated multisensor technology (imt) detector voltages, and all were within range. The cse checked the salt bridge flow, and the flow was good. The cse replaced the salt bridge fluid and the salt bridge cap with tubing. The cse ran qc, and result was in range. The cse dissembled and cleaned the top seal solenoid. A siemens headquarter support center (hsc) has reviewed the instrument data. The customer had run qc right before the sample was processed and was it in range. The sample was then run and gave an imt measurement error for the sodium method. The customer changed standard a (stda) solution and the patient sample was repeated with imt measurement error and gave normal results. Then one patient's sample was run and had low potassium result.the customer put on a new sensor, ran dilution check and qc and results were acceptable. The customer then repeated the potassium sample with normal result. Hsc concluded imt measurement errors can be caused due to improper changing of the stda, the na channel on the sensor or it could be related to sample handling. The cause of the discordant potassium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low potassium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample was repeated on the same dimension exl instrument, and recovered higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium result.